Manufacturer narrative:
The customers reported event was not able to be confirmed. A review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a posterior capsule tear was noticed during phacoemulsification process of a laser assisted cataract procedure on a patient's right eye. An anterior vitrectomy was performed. The primary incision was enlarged and a sulcus intraocular lens was implanted. Sutures were used to close the incision. The surgeon reported difficulty removing the "sticky cortex" during irrigation and aspiration portion.